Manufacturer narrative:
Case (B)(4). The device has not yet been returned to atricure for evaluation. If additional information is received, a supplemental report will be submitted.

Event description:
During a stand-alone bilateral maze, left atrial appendage management with clip, a pro240 was placed without any issues to the patient. Retrieval of deployment tool was not possible through the port prolonging case for fifteen minutes. Patient outcome was not affected.

Manufacturer narrative:
Case (B)(4) the device was returned for evaluation and visually and functionally tested pursuant to qrf-0387.b. The complaint was confirmed. The opening cable has migrated off the opening cable and become wrapped around the toggle link. This caused the opening/closing mechanism to jam. Slack in the opening cable due to the jam allowed it to become wedged between two of the gear teeth on the up/down articulation lever when the device was opened preventing up/down articulation when the opening lever is actuated .